Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Peritonitis was manifested by cloudy pd effluent and abdominal pain. The patient was hospitalized for the peritonitis event. The patient was treated with cefazoline + sulbactum injection (1gm, intraperitoneal, once daily, ongoing) and fluconazole tab (150mg, oral, once daily, ongoing) for peritonitis. The patient was discharged from the hospital the day after admission. On an unknown date, the patient has recovered from the event. Pd therapy was ongoing. It was reported that retraining has been done for the caregiver. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.